Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The nurse states the pump keeps beeping and believes it is not working right. The customer is still hospitalized. The customer's blood glucose level at the time of emergency room visit was 221mg/dl. The nurse declined to troubleshoot over the phone due to not being familiar with the pump.